Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable did not deliver energy. A replacement cable was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted, there were no nonconformities observed. The device was evaluated for connector function. The cable was not able to provide a secure connection. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it failed to deliver energy to the device. Based upon the evaluation results, the reported complaint was confirmed for "failed to deliver energy".